Manufacturer narrative:
Additional implant date: (B)(6) 2006. Additional information for sculptra (lot #/expiration date unknown) from product technical complaint report case ID (B)(4) dated (B)(6) 2007, received by (B)(6) on (B)(6) 2007: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Follow-up information received by (B)(6) on (B)(6) 2008 via (B)(6) consumer questionnaire: the consumer reported demographics (date of birth, age, weight and height). She received two treatments with poly-l-lactic acid (sculptra) once on (B)(6) 2006 and a second treatment on (B)(6) 2006 as filler in the orbital area. She stated that in (B)(6) 2006 she had several masses under her eye. One particularly bad bump about 3/3" under center of eyelid; described as raised (very visible) and about the size of a pencil eraser (slightly larger). She was treated with two injections of steroid. Sculptra was discontinued. At the time of this report, the outcome of the event was ongoing. Medical history included appendectomy, skin cancer (basal cell carcinoma - several), sarcoidosis (in lung area, diagnosed bronchoscopy) no treatment and no real limitations except at high altitude such as skiing. No known allergies. Concomitant medications included ibuprofen/pseudoephedrine (advil cold and sinus) occasionally for sinus problems since 2005; prempro, occasionally for sleeping problems since 2007 and coricidin d, occasionally for allergy nose since 2007. She consulted with her physician in person due to this problem on (B)(6) 2006 and (B)(6) 2007. She did not go to the emergency room nor was admitted to a hospital. No further relevant information was provided.

Event description:
(B)(4). Initial information for this spontaneous case was received from a consumer on (B)(6) 2007: a female consumer, age not specified, initiated therapy with poly-l-lactic acid (sculptra) which was injected into the orbital area and consumer experienced papules with treatment. Therapy dates not provided. The physician treated them with corticosteroids, (route not specified), and this made some of the papules worse. No further information reported.